Manufacturer narrative:
On 08/12/2019, it was reported to mentor that the patient experienced rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/16/2019, it was discovered that rupture codes need to be removed as they are not applicable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with unspecified mentor gel breast implant 400cc and experienced bilateral capsular contracture from previous breast augmentation in (B)(6) of 2007. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 450cc on (B)(6) 2012. This medwatch is for the right breast implant.